Event description:
A nurse reported that the vitrectomy probe had no cutting and normal aspiration before vitrectomy surgery. The surgery was completed after replacing the product with another one. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.10. One opened probe was received, with a tip protector, in a pouch, for the report. The sample was visually inspected and found to be nonconforming with the inner cutter in the port and dried clear foreign material covering the port. The sample was then functionally tested for actuation and cut. The actuation and cut functionality of the returned probe were unable to be tested due to the inner cutter remained in the port. The probe was disassembled and the components inspected. No/minimal wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard pictures. The inner cutter pulled out of the coupling, no presence of adhesive observed on the inner cutter, the fillet was deemed conforming. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag , indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The actuation and cut functionality of the returned probe were unable to be tested due to the inner cutter remained in the port. The cause of the inner cutter remaining in the port is the separation of components within the probe. No presence of adhesive observed on the inner cutter; therefore, the exact root cause of the inner cutter detachment cannot be determined, however, a manufacturing related root cause cannot be ruled out. A non-conformance investigation has been opened associated with the inner cutter detachment. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).